Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: the previous service event for part number 05.000.008 with lot number(s) 004606 has been reviewed. The manufacture date of this item is 30-may-2012. The service history review is unconfirmed. Service and repair evaluation: the customer reported that on an unknown date, the item was not working. The repair technician reported that plate was cracked, debris was present on motor, housing, and shield. Rust on motor, faded electric cable, button failure, also some parts were damaged too. The cause of the issue is improper maintenance. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that on an unknown date, the handle battery powered driver was not working. The issue was observed during preventive maintenance. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.